Manufacturer narrative:
D9 - 4/5/2024, g4 - k190744, h4 - 6/21/2018. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable is broken and therefore the image is not displayed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video telescope image turned black during surgery. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Multiple follow ups were made to gather addtional information regarding the event reported , however were unsuccessful as no response is received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope image turned black during surgery. The issue occurred during an unspecified procedure. There were no reports of patient harm.